Event description:
It was reported that the pt has left the standard opus2 battery pack and installed 675 type batteries in his pt support case for a week. When he returned to retrieve the battery pack, he saw that the batteries had exploded and the battery pack was filled with corrosion. All three batteries had been supplied and installed by the audiologist during last clinic appointment. She states that the pt uses the drying system on the parts that he is actively using, but that this battery pack was in the pt support case until he was ready to use it again.

Manufacturer narrative:
The device should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report. The batteries were discarded by the pt, so they will not be returned with the battery pack.